Event description:
While treating a pt with the model 3100a, the operator reported a "mechanical" smell coming from the 3100a and an inability to enter the piston. Treatment on the 3100a was continued until the pt was ready for weaning to conventional ventilation. There was no pt compromise.